Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed that the system was not recognizing the instruments and displayed the message ¿visualize instrument.¿ after performing a movement and vision calibrations, the system returned to normal operation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of the reported complaint can be attributed to a system calibration loss causing a mismatch in the instrument visualization and movement. This issue can be resolved by performing a re-calibration of the affected system functions via fse service. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when starting the procedure and upon the surgeon taking control of the manipulator, a message appeared on the instrument screen indicating to view the instruments, but although it was possible to see the instruments on the screen, it seemed that the system was unable to identify the correct position of the instruments. The doctor was able to move their arms, but they were not moving correctly. The customer restarted the system, but the problem was still present. There was a two-hour delay, but the patient did not suffer any injuries. The technical service engineer (tse) checked the system event logs and did not identify any faults, only a record of communication loss from the stereo adapter. The tse instructed the customer to perform an emergency power off (epo), reconnect all fiber cables, remove the instruments, remove the stereo adapter, then reinstall the stereo adapter and instruments, and turn on the system. After this action, when the doctor took control of the manipulators, the problem was still present. Therefore, tse instructed the customer to change the arm endoscope, and when connecting the endoscope to arm 3, this problem was resolved. When returning the endoscope to arm 2, the problem persisted, and when connecting an instrument to arm 2, this message appeared only on arm 2. The tse concluded that the problem lies in arm 2. The medical team decided not to continue the procedure with this console, and since the customer has two robotic systems, they will replace the patient's console to continue the procedure. The procedure was converted to another system with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: ports were placed prior to the issue being identified. The patient remained under anesthesia. The tse was not aware of this causing any complications.